Event description:
Pt underwent cataract surgery in 1999, and implantation of a staar model aa-4203tl intraocular lens in the right eye. However, the doctor noted that one-week post operative the toric lens rotated off axis with unacceptable visual acuity outcome. While no injury occurred, removal and replacement occurred because the surgeon felt pt did not receive the optical correction anticipated. After the lens was removed, a non-toric lens was implanted. The third lens (model aa-4203vf) is well centered and the pt's prognosis is good.